Event description:
The patient contacted animas on (B)(6) 2012 reporting that pump lost power twice today. The patient stated that the pump rebooted and the verify screen appeared. The patient stated that the battery cap is not loose and there is no damage to the pump. The patient also stated there is no water damage to the pump. The patient denied damage to the battery compartment and to the battery cap. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, there was no damage noted to the battery cap or the battery compartment. The battery cap that was returned with the pump for investigation was able to be tightened to the pump properly. The battery cap was tested and was found to be within specifications. Review of the black box verified evidence of power on resets. A load, rewind and prime sequence was performed without issue. Evaluation found that the pump powers up properly. Power flex, circuit board, and terminal connections were found to be intact. No evidence of re-booting was observed in the pump history, and the pump was exercised for 24 hours with no re-boots occurring. The pump cover was removed for investigation and revealed no evidence of moisture inside the pump. An internal pump component was found to be disconnected from the printed circuit board and floating loose inside the pump. Unrelated to the complaint, the pump was returned with the keypad torn at the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, all of the keypad buttons were appropriately responsive when pressed. The keypad cover was removed for investigation and revealed visible contamination under the contacts of the contrast and up arrow button contacts.